Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Tachycardia therapy was exhausted and the patient was reported to have coded and was rescued with external shocks. The patient was then seen in the hospital. Technical services (ts) reviewed the stored episode and also noted spikes on the right atrial (ra) channel. Large and small spikes were noted with only the larger spikes being oversensed. Ts discussed the potential that the spikes were related to p-waves or retrograde p-waves. The presenting electrogram (egm) following the episode was noted to show normal sinus rhythm with appropriate sensing. Programming changes were made. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Tachycardia therapy was exhausted and the patient was reported to have coded and was rescued with external shocks. The patient was then seen in the hospital. Technical services (ts) reviewed the stored episode and also noted spikes on the right atrial (ra) channel. Large and small spikes were noted with only the larger spikes being oversensed. Ts discussed the potential that the spikes were related to p-waves or retrograde p-waves. The presenting electrogram (egm) following the episode was noted to show normal sinus rhythm with appropriate sensing. The plan was to refer the patient to electrophysiology. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.